Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 19.7cm was returned for analysis. External insulation abrasion was noted at 18.2-18.3cm and 18.7-19.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was capped and replaced due to decreased r-waves and undersensing. The patient was well after the event.